Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container was found leaking through the lower seal of the bag. This event occurred during filling. There was no patient involvement. No additional information is available.